Manufacturer narrative:
Block a1: meshc-20211001-5ddbcceb block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06747.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; inability to have intercourse. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: panadol osteo for the treatment of: pain medication. Treatment duration: ongoing. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: oestrogen cream. Treatment duration: when necessary.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; inab inter. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: panadol osteo for the treatment of: pain medication. Treatment duration: ongoing. On (B)(6) 2012 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: oestrogen cream. Treatment duration: when necessary.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.